Manufacturer narrative:
.

Event description:
It was reported that during a routine pulse generator change out, fluoroscopy revealed the atrial lead was dislodged. The lead was capped and replaced. No patient symptoms were reported.